Manufacturer narrative:
Examination of the returned handle does not confirm the complaint; the broach handle is loose but still functional. The broach handle was functionally tested with a depuy retained broach and concluded that while loose the devices mated properly. The broach handle assembled/disassembled and held the broach securely during simulated impacting. Previous investigations found it is important to ensure that the alignment features on both the handle and broach are mated correctly, as proper locking will extend the life of all broach handles. In all cases, if these orientation features are not aligned properly, the cam will lock incorrectly onto the broach, or that extra pressures are placed on the leaf spring component, leading to deformation of the leaf spring. After this type of deformation occurs, the handle will no longer lock as tightly onto the broach as when first distributed. With correct use, the leaf spring will only flex a few millimeters. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Locking mechanism will not hold broach.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.